Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon mesh device was implanted into the patient during a procedure performed on (B)(6) 2014. As reported by the patient's attorney, on (B)(6) 2018, the patient had been treated for vaginal cuff lesion and labial skin tags. On (B)(6) 2018, the patient underwent revision of upsylon mesh device due to vaginal bleeding. Boston scientific has been unable to obtain additional information regarding the event to date.